Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07230, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that twice a month from implant until (B)(6) 2014 the patient felt a shocking sensation from their sacral area up their back. The patient mentioned that they had a car accident 6 months after implant. The patient did not recall any changes in programming or their therapy following that event. The patient did not indicate any correlation between the accident and the shocking.